Event description:
The customer reported via phone call experiencing unexplained high blood glucose levels that kept rising. The customer's blood glucose was 411 mg/dl. The customer stated that he did not feel well enough to troubleshoot and had not yet treated. The customer did not observe any presence of air bubbles or any bent infusion cannula and was advised to disconnect from the device. He did note that he had a bent cannula earlier in the day, however. He was advised to remove the reservoir, rewind, reinsert the reservoir and run a manual prime; he confirmed insulin exited at the quick release. He reported that he had recently changed his basal rates because he had been sick for the last week, thinking that he may have needed more insulin. He noted that the insulin pump had alarmed low reservoir since the high blood glucose began. He verified that all settings were programmed accurately. He declined to perform the high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.